Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after transeptal, while inserting the farawave catheter, air was aspirated and some bubbles were noted as always visible in the faradrive sheath. The user attempted to aspire the faradrive sheath again without the farawave catheter inserted, and then re insert the catheter another time before aspirating again but the bubbles were still visible and continuous. The faradrive sheath was exchanged, and it solved the issue. No patient complications were reported.